Event description:
Hill-rom received a report from the account that the bed exit was not working. The bed was located at the account in 2523. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit not activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician activated the bed exit to resolve the issue. Based on this information, no further action is required.